Event description:
According to the event description: on (B)(6) 2026 at 0715 hours, fentanyl therapy entered volume in syringe: 5.6 ml vtbi: 5.6 ml infusion rate: 0.2ml/hr. At 0720 hours, volume left on syringe checked to be 5.6mls prior to starting therapy. At 0740 hours, volume was checked during handover to be left with 4.0mls. Vtbi was subsequently amended to 4.0ml

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.